Event description:
Boston scientific crm received information that during the procedure to electively replace this pacemaker, the associated right ventricular lead was stuck in the header. A rib cutter was utilized to remove the back end of the header and push the lead out of the port. The lead was tested with appropriate results and remains in service with the replacement competitive pacemaker.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device evaluation was performed. The setscrews both moved freely with no binding throughout testing. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the ventricular channel of the outer seal rings.